Manufacturer narrative:
(B) (4).

Event description:
The patient had a CT scan and felt no paresthesia following the procedure. All impedances were greater than 4,000 ohms. The lead was replaced. The patient outcome was reported as "fine".